Manufacturer narrative:
Product ID 64002, lot# n336989, implanted: 2012 (B)(6) ; product type adapter product ID 3389s-40, lot# v109673, implanted: 2008 (B)(6); product type lead product ID 3389s-40 lot# v109673, implanted: 2008 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient (B)(4).

Event description:
It was reported that an end of service (eos) or end of life (eol) message was seen. The reporter noticed the message appear on the patient¿s programmer the day prior to the report. The reporter noted that the patient had been shaking since the day prior as well. Additional information received reported the cause of the event was the implantable neurostimulator (ins). The event was due to premature battery depletion. A replacement was required. The patient did not require hospitalization due to the event and the patient recovered without sequelae.